Event description:
It was later reported that the patient underwent full vns replacement. The explanted devices has not been received by the manufacturer to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that high impedance was seen for the patient. The mother stated that the patient does fall often, the representative inform the provider to turn off the device for now and have x-ray preformed. Patient has been referred for neurosurgeon. No other relevant information has been received to date. No surgical intervention for the suspect product has occurred to date for the lead.

Event description:
Product analysis was reviewed.

Event description:
The explanted device was later received however product analysis has not been performed to date. No other relevant information has been received to date.

Manufacturer narrative:
H3: code 02 utilized as product analysis of suspect product in under way.